Event description:
It was reported that post deployment stent deformation occurred. The patient presented with chest pain. The target lesion was located in the mid to ostium right coronary artery (rca). A 4.00 x 48mm synergy xd drug-eluting stent was deployed in the mid to proximal rca. Following post-dilation with a 4.50mm nc balloon and with a 5.00 mm nc balloon at the proximal stent edge, the stent shifted to almost cover the ostium rca and it was noted that the proximal stent edge looked deformed. Another synergy megatron was quickly deployed on top and post dilated at 5.50 mm. There were no patient complications. The physician suspected that the initial post dilation of 5.00 mm was still small so that when the balloon came back into the guide, the stent was dragged at the proximal edge.

Manufacturer narrative:
Media analysis evaluated by MFR.: two angiographic video recordings and 2 angiographic images provided by the customer were reviewed. The review confirms the alleged proximal stent deformation. The images show a stent positioned and deployed on a wire with what appears to be the proximal stent region damaged.

Event description:
It was reported that post deployment stent deformation occurred. The patient presented with chest pain. The target lesion was located in the mid to ostium right coronary artery (rca). A 4.00 x 48mm synergy xd drug-eluting stent was deployed in the mid to proximal rca. Following post-dilation with a 4.50mm nc balloon and with a 5.00 mm nc balloon at the proximal stent edge, the stent shifted to almost cover the ostium rca and it was noted that the proximal stent edge looked deformed. Another synergy megatron was quickly deployed on top and post dilated at 5.50 mm. There were no patient complications. The physician suspected that the initial post dilation of 5.00 mm was still small so that when the balloon came back into the guide, the stent was dragged at the proximal edge.